Manufacturer narrative:
(B)(6). Additional product codes for this report include nkg. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: clarification of a portion of the original description: during the revision procedure, the surgeon removed all the locking caps and rods. The 3.5mm c5 and c6 synapse screws were also removed and replaced with 4.0mm screws. New screws were also placed at c4.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2015. The patient underwent an initial procedure on (B)(6) 2015 during which a c5-t2 posterior cervical fusion with synthes synapse 4.0mm rod system was implanted. Thereafter, the surgeon said the patient had a nonunion at the caudal levels of the construct. When viewing the ap x-ray films, the locking caps on the t2 screws were threaded longer in the t2 screws; the rods were loose in these screws. The locking caps in the screws above t2 appeared to be connected. During the revision procedure, the surgeon removed all the locking caps, rods, and the existing 3.5mm c5 and c2 synapse screws at c4. The surgeon also removed the t1 and t2 4.0mm synapse screws and replaced them with universal spine system (uss) dual opening screws. The construct was extended down to t3 with uss dual opening screws and the 4.0 to 6.0m tapered rods were contoured. The rods were connected to the screws and the construct was final tightened. The procedure was successfully completed with the new construct from c4-t3. This report is 3 of 10 for (B)(4).

Manufacturer narrative:
(B)(6). Date of postoperative nonunion and construct loosening is unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.